Manufacturer narrative:
The date is wrongly mentioned in the initial MDR, the correct date is 06/09/2024. Also should be blank (initially it was submitted as additional information).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: event site state:(B)(6). A getinge field service engineer (fse) advised her to make sure the tank was fully open and turned "left" but she did not want to chance fouling something up and did not want to touch anything near the tank. Another pump is available if needed and fse advised her to inform the biomed team about the helium issue. The pump otherwise is working fine. The patient is stable and there are no reports of harm or injury. Fse reached out to biomed and he was aware of the incident. He tested the system and returned to service. H3 other text : fse did not evaluate the unit.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a helium issue. The nurse called the help line for assistance and stated they had changed the helium tank the day before, and now it is down to "halfway" on the screen. She also said that it was much more full this morning. It was advised to make sure the tank was fully open and turned "left" but she did not want to chance fouling something up and did not want to touch anything near the tank. Another pump was available if needed and the pump otherwise is working fine. The patient is stable and there are no reports of harm or injury.